Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: a visual examination identified evidence of a leak with solidified blood within the balloon and inflation lumen. Solidified contrast media was present within the balloon and inflation lumen also. Approximately 2mm of a blade had detached at 3mm from the proximal end of this blade. 1 additional blade was damaged and a fragment detached during analysis. The device was connected to an encore inflation unit. Positive pressure was applied however the balloon could not be inflated due to the solidified material. The device was soaked in water to help soften the solidified material. A subsequent attempt was made to inflate the balloon when a leak was noted. A microscopic examination identified a balloon pinhole tear, less than 1mm in length, in the mid body of the balloon approximately 6mm distally form the proximal end of a blade. A microscopic examination observed no damage to the remaining blades. The tip of the device was microscopically examined and no issues were noted with its profile. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on the product analysis completed on (B)(6) 2012. It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. The 90% in stent restenosed lesion was located in the moderately tortuous superficial femoral artery (sfa). The physician advanced a 4.0mm x 1.5cm x 140cm spcb flextome cutting balloon to treat the restenosis of an unknown stent, the balloon was inflated twice to 6atm and ruptured on the second inflation. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good. However, the returned product analysis revealed a blade partially detached.